Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a ptca procedure an attempt was made to use an endeavor resolute rx coronary drug eluting stent. There were no issues noted to the packaging and no issue noted when removing the device from the hoop. There were no difficulties noted when removing the protective sheath. The device was not inspected prior to use. Negative prep was not performed. The lesion was pre-dilated. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that following inflation, it was noted on cine images that the stent was not mounted on the device. The account suspected that there was no stent present prior to insertion into the patient. The patient is reported to be alive with no injury. Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Image analysis summary: one angiographic image was provided for analysis. The image appears to show either a stent delivery system without a stent between the marker bands, or a balloon catheter, however it unknown if this is the complaint device and it cannot be confirmed if a stent dislodged from this image. An image of the device shelf carton was provided. The size and lot # on the shelf carton matches what was reported. If information is provided in the future, a supplemental report will be issued.